Manufacturer narrative:
B5: updated describe event or problem device evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified artery.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified artery.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.